Event description:
It was reported by the affiliate that during a sigmoid resection procedure, the device did not fire completely. The case was completed with another device. There were patient consequences.